Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into b1 interface board. The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer dropped the insulin pump and the display is not black. Customer stated that the insulin pump was not working at all and is using insulin pens to treat. Customer's blood glucose reading at the time of the call was 7 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.